Event description:
It was reported that the bd venflon¿ pro safety IV cannula with instaflash¿ broke from the hub and remained in the patient's vein. The patient received an urgent surgical consultation followed by an ultrasound of the affected area. The surgeon was able to locate the foreign body under local anesthesia and remove it. The following information was provided by the initial reporter: "on (B)(6) 2023, in the evening, the patient was inserted a peripheral puncture, and the prescribed medications were administered. The patient reported no abnormalities, and the peripheral puncture was active (left hand wrist). In the morning ((B)(6) 2023), during the morning administration of the medication, the patient reported slight pain in the venflon area... The nurse removed the insertion and observed that the plastic part of the venflon stayed in the vein. This fact was immediately reported, and corrective action was taken. No immediate consequences for the patient. The patient was given an urgent surgical consultation. An ultrasound of the vessel was performed. By palpation, the surgeon felt the foreign body and under local anesthesia removed the foreign body from the vein."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-may-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issues of irritation / inflammation, leakage and catheter broke / separated after placement were confirmed upon inspection of the sample. Analysis of the sample showed that multiple cuts and scratches were found at the cannula hub tip near the catheter. A jagged cut was observed on the broken edge of the used sample. A partial cut on the catheter near the cannula hub tip was also observed. We reviewed our manufacturing processes and there were no portions of the manufacturing process that could have resulted in the damages observed. A potential root cause could be related to the application of the device. If the device was used around sharp objects such as using scissor to open the packaging, there is a chance the damages observed could occur. However, we cannot confirm this root cause since we cannot confirm how the product was used. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd venflon¿ pro safety IV cannula with instaflash¿ leaked during use. The following information was provided by the initial reporter: "a leakage was also observed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.